Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive contamination throughout the unit. The cause of the inability to complete testing is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids no adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.